Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete, any additional information will be reported in a supplement.

Event description:
In the framework of a clinical study, we got the info that a female patient underwent two revision surgeries due to the nail fracturing. After the first revision, the nail broke 5 months post op.